Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a birucated and suprarenal extension on (B)(6) 2012. During a routine follow up, it was discovered that the patient had an endoleak type iiib of the proximal extension. The physician completed a secondary on (B)(6) 2017 to reline with two vela suprarenal extension and a bifurcated stent. Patient is reported as doing good post procedure.